Event description:
Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist on the 9th of september, but we were unable to obtain any additional information. See scanned pages.